Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not sensing appropriately during the implant procedure; two sets of cables were attempted, which did not resolve the issue. A different programmer and analyzer were used with the same cables, which resolved the issue. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the analyzer was not sensing appropriately; the analyzer passed all functional and systems tests. It was noted, however, that the patient connector pins were very damaged. The analyzer will be sent to the manufacturing location for repair and restock. If information is provided in the future, a supplemental report will be issued.